Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application was unresponsive. The device showed wireless connection, however, the connection was lost when the user attempted to run a test or to program parameters. It was further reported that any attempts were followed by 5-10 seconds of frozen screen. The application is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.